Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of hard lump, red spot, irritation, infection and device migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: "injection procedure reaction to juvéderm® ultra plus injectable gel has been observed as consisting mainly of short-term inflammatory symptoms starting early after treatment and with less than 7 days¿ duration." Precautions: "as with all transcutaneous procedures, juvéderm® ultra plus injectable gel implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed." Adverse events: "injection-site responses by maximum severity occurring in > 5% of treated subjects (number/% of subject nlf¿s) possible injection site responses post injection with juvéderm® ultra plus include redness, pain/tenderness, firmness, swelling, lumps/bumps, bruising, itching, and discoloration." "Local injection-site responses were recorded in subjects¿ diaries one or more times for 98% of juvéderm® ultra plus injectable gel treated nlf¿s and 97% of (B)(4)® dermal filler treated nlf¿s. Subjects¿ scores for both products were predominantly mild or moderate in intensity, and their duration was short lasting (7 days or less). Juvéderm® ultra plus injectable gel injection-site responses reported by greater than 1% of subjects and not noted in the above tables were skin tingling and peeling. No clinically meaningful differences in the safety profiles of juvéderm® ultra plus injectable gel and zyplast® dermal filler were found during the study." Post-market surveillance: "post-market safety surveillance of juvéderm® injectable gel in countries outside the us indicates that the most common adverse events include swelling, redness, discoloration, and bruising."

Event description:
Patient reported they were injected with juvederm ultra plus under the cheek bone and down by the corners of the mouth. The patient stated that approximately 16 months later a "mini facelift" as performed and about 4-6 weeks after that the patient experienced a lump on the cheek bone on the left side the size of a pea at the injection site. Approximately 3 months later the physician performed surgery to remove the left side lump. The patient stated that after the left side lump was removed they experienced a red, round spot that was about "1/2 nch across at the left side cheek injection site. The patient saw the physician who said it was a stitch that got irritated but then the patient saw the physician a few days later and the physician stated that "there was an infection that is slowly growing." The patient was prescribed oral "antibiotics" for 6 months and clarithromycin. The patient stated that a culture from the hospital indicated an infection. A culture indicated that it was "a rare type of infection related to (B)(6) but not." The patient was told by a physician that "what grows around the juvederm can be infected or not." The patient saw a dermatologist who stated that "the juvederm had hardened, was disturbed by the mini facelift, and then it caused all of the reactions." The patient stated that they experienced a right side lump that is a little higher than the cheek bone and now it has moved down about an inch under the cheek and is the size of a small pickle and another lump on the left side that is internally in the cheek and they can feel it with their tongue. The patient stated that the physician attempted to surgically remove the right side lump but could not because of some issue with "the nerve." The patient reported that they have another left side lump back where the original left side lump occurred and it is more hard, smaller, and the size of a half marble. The symptoms have not resolved.